Event description:
The physician claims that during an abdominal aortic aneurysm replacement procedure, there was bleeding from the graft's bifurcation area. The physician stopped the leakage with two stitches. The amount of blood loss from the graft and the duration of the leakage are unk at this time. There was no complication to the pt. The graft was left in. The pt's condition is reported as good. Additional info provided on october 31, 2006. The amount of blood loss is unk and appears to be unattainable. The surgery time was extended ten mins to stitch (2 stitches) the bifurcation to stop the bleeding.

Manufacturer narrative:
Being investigated. Note: items marked "ni" are not attainable at this time. Should such info become available, it will be included in a follow-up report.